Event description:
Provider states the right motor works intermittently and smoking. Provider states the end user alleged the right motor was clicking a few days ago.

Event description:
Provider states the right motor works intermittently and smoking. Provider states the end user alleged the right motor was clicking a few days ago.

Manufacturer narrative:
A follow-up will be sent if additional information is received.

Manufacturer narrative:
(B)(4). The device in question has been returned and evaluated for failure confirmation as of (B)(6) 2015. The right m51p motor was confirmed to be overheating and outgassing due to the brake rubbing. The motor was also confirmed to be likely to function intermittently due to the broken spring retainer that no longer held the motor brush firmly in place. An abnormal clicking sound could not be confirmed.

Event description:
The right motor works intermittently and smoking. The right motor was clicking a few days ago.

Manufacturer narrative:
Device returned for evaluation, but pieces were missing so evaluation was unable to be performed. Failure modes: motor unable to test, unable to test due to the brush spring being broken and the brush has been removed from the brush holder. The brake cap was also missing when returned to invacare to reflect received information.